Manufacturer narrative:
On (B)(6) 2015 11:07 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was evaluated and the motor control board, motor and belts were replaced. Testing was unsuccessfully executed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that while this unit was being evaluated at the maquet repair depot, the unit encountered an error rrr.s-stop. No patient involvement. (B)(4).